Manufacturer narrative:
(B)(4). Evaluation summary: the nav 6 retrieval catheter was returned with blood on the shaft, consistent with the reported use. There was no saline visible. There was no damage noted to the retrieval catheter. Only the retrieval catheter was returned. A laser micrometer was used to measure the outer diameter of the distal tip and this met manufacturing criteria. Difficulty advancing the recovery catheter may include, but not limited to, patient anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. To ensure this type of issue is not manufacturing related, as part of the manufacturing quality process, all embolic protection devices and retrieval catheters are visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected. Based on the reported information, it appears that the difficulty advancing the recovery catheter is due to interaction with the newly placed stent possibly due to anatomical conditions. As a result of the difficulty, the retrieval catheter reportedly damaged the proximal struts of the acculink stent. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. A query of the complaint database was performed and there have been no other incidents for difficult to position or device damaged by another device reported for this lot. Additionally, the lot release testing results were reviewed and all samples met all manufacturing criteria. The reported difficulties in this case appear to be related to case circumstances and there is no indication to suggest a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx acculink stent is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the right internal carotid artery, an emboshield nav6 embolic protection filter was successfully deployed beyond the target lesion. Pre-dilatation was performed using a viatrac dilatation catheter. An rx acculink stent was successfully deployed. The emboshield retrieval catheter was advanced, but became caught on the proximal edge of the stent causing the proximal stent struts to bend inward. The retrieval catheter was withdrawn from the anatomy without resistance. Dilatation was performed using a foxcross balloon. The sheath was advanced beyond the flared stent struts followed by the emboshield retrieval catheter which successfully retrieved the filter. An rx accunet filter was deployed and a 10x40 absolute stent was implanted to bridge the bent segment of the stent. Post dilatation was performed with good results. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.